Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have a bent grip, and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument was not able to deploy a clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip loaded onto the instrument fine. When attempting to close the clip on tissue, the clip would not apply. When the surgeon attempted again to apply the clip, the clip fell off the instrument and inside the patient. The surgeon retrieved the clip during the same procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The type and size of clip was a medium-large hem-o-lok clip. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The clip application issue occurred on the first clip application attempt.